Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was exhibiting non-capture in the atrium with loss of output in the ventricle. The patient was experiencing syncopal episodes and was hospitalized.